Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. D4: batch #u5cl1t. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. After further analysis, the articulation mechanism was noted to be damaged, as it would not hold the articulation setting and the firing trigger would not function as intended and felt loose the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples met the staple form release criteria. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. The articulation bar also was noted to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation bar. No conclusion could be reached as to how the spring firing trigger became out of position. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: a photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows an echelon flex device from nozzle area and a loose firing trigger spring. Based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event, however no device has been received for analysis. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemicolectomy procedure, the surgeon fired the device normally with a gold reload and handed the stapler back to the scrub nurse for a new reload. Stapler was locked out when scrub nurse tried to open it and a screw popped out of the stapler from around the area of the closing trigger. Though unknown how completed, there was no delay and surgery was successfully completed. There was no patient consequence.